Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that, the patient experienced an occlusion issue with the infusion set. Occlusion troubleshooting's were performed, and the occlusion alarm did not recur, indicating that the blockage was at the site. The infusion set was not in use for more than 48 hours. The patient changed supplies as necessary and resumed insulin therapy. No further information available.